Event description:
In 2000 patient sought treatment for symptoms of urinary urgency and incontinence. In 2001 they underwent certain otherwise unspecified diagnostic tests and was diagnosed as having genuine stress urinary incontinence. Three months later they were admitted for sling procedure. During the procedure, reportedly the physician perforated the bladder on each side with a trocar, passing the tape through each side of the bladder and leaving it in place as such. Subsequently, the patient began to experience labial swelling, the appearance of acute lymphedema, urinary retention, urinary urgency, dysuria, and uti. Six months later a specialist performed a cystoscopy during which the tape was found passing through the bladder on both sides. In 2002, the patient saw a second specialist and underwent cystoscopy with a retro-pubic removal of a foreign body, described as the tvt. During the procedure, it was noted that the tape had either perforated or eroded through the bladder then exited the bladder on both sides.